Event description:
It was reported when the device was used during a lobectomy, it fired an incomplete statple line. Subsequently, there was bleeding from the middle of the staple line. The staple line was over sewn to insure proper hemostasis. There was no other pt consequence.